Manufacturer narrative:
The investigation into the vascular damage issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. There was heavy calcification at the site of the aortic dissection and no resistance was noted during pump insertion. The cause of the vascular damage was most likely patient condition related due to the patient's cad, calcification, and tortuosity. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that during placement of impella cp, the patient¿s blood pressure dropped, and low flows were experienced. The impella cp was removed, and an aorta-gram showed an aortic dissection at a right turn in the aorta and heavy calcification. Balloon tamponade was done for 20 minutes and dissection resolved.